Event description:
It was reported that the neurostimulator has reached eos (end of service) status in less than a year and patient has return of tremor symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.